Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in 2013. On an unspecified date the consumer experienced heavy periods and had to do novasure. She stated that now she does not have a period anymore. Company causality comment: this spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods. She had the novasure and does not have a period anymore (understood as recovered). The event, seen as menorrhagia, is anticipated in the reference safety information for essure. During essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, menorrhagia was considered related to essure. This case was regarded as incident, as a surgical intervention was required. Further information and a product technical analysis are expected.

Manufacturer narrative:
Follow up information was received on 07-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods. She had the novasure and does not have a period anymore (understood as recovered). The event, seen as menorrhagia, is anticipated in the reference safety information for essure. During essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, menorrhagia was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A quality-safety assessment resulted in an unconfirmed quality defect, but plausible. The relationship with the reported events cannot be totally excluded. Further information and a product technical analysis are expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 8-feb-2017: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods. She had the novasure and does not have a period anymore (understood as recovered). The event, seen as menorrhagia, is anticipated in the reference safety information for essure. During essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, menorrhagia was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A quality-safety assessment resulted in an unconfirmed quality defect, but plausible. The relationship with the reported events cannot be totally excluded. Despite follow-up attempts, no further information could be obtained.